Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had keypad issue and insulin squirted out during prime. Customer's blood glucose level was unknown. Customer also reported that the insulin pump buttons had to push more than once to respond. Customer stated that the rewind was slower. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and cracked battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test. However device alarmed motor error during occlusion test due to faulty force sensor resistor. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. (B)(4).